Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with channel b failure was confirmed during product evaluation. The root cause of the reported problem was determined to be defective ail pcb (air in line printed circuit board). Appropriate action was taken to correct the reported problem by replacing the ail pcb. Additional information: the device history review shows pump found with 'reading failed'. Phm was changed & pump passed subsequent testing. The device has not been previously sent into service for the reported condition of "ch b failure." This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Event description:
The facility reported a colleague infusion pump with a "ch b failure". It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.